Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 18 mg/dl. The customer was treated for the low blood glucose by paramedics. The customer stated that they do not believe the low blood glucose levels were not caused by their insulin pump.